Event description:
The customer reported a leak at the probe of the coulter hmx hematology analyzer w/ autoloader. The volume of the leak was about 3 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that solenoid valve lv17 was not actuating. The fse replaced solenoid lv17 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).